Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device alerting 02 (low flow). Patient had been on therapy for some time, and they had to swap out pads and now they were having flow issues. Just alerted 01 (patient line open). 4 pads connected on adult patient. Had stop therapy, empty and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) secure and in locked position. Restarted therapy and water flow rate (wfr) was stabilized at 3.4 l/m.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section.". The device history record review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned

Event description:
It was reported that the arctic sun device alerting 02 (low flow). Patient had been on therapy for some time, and they had to swap out pads and now they were having flow issues. Just alerted 01 (patient line open). 4 pads connected on adult patient. Had stop therapy, empty and disconnect. Reconnected holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Verified fluid delivery line (fdl) secure and in locked position. Restarted therapy and water flow rate (wfr) was stabilized at 3.4 l/m .